Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed just replaced the mixing pump for not cooling and it was still failing for calibration 80 (water check time out unable to reach calibration temperature, not cooling) on the arctic sun device. Biomed wanted to send in because the system was also getting a system failed to start an alarm. Per sample evaluation results received on (B)(6) 2023, it was reported that there was a low or marginal flow rate observed.

Event description:
It was reported that the biomed just replaced the mixing pump for not cooling and it was still failing for calibration 80 (water check time out unable to reach calibration temperature, not cooling) on the arctic sun device. Biomed wanted to send in because the system was also getting a system failed to start an alarm. Per sample evaluation results received on 13-feb-2023, it was reported that there was a low or marginal flow rate observed.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated, and the reported issue was confirmed due to a faulty circulation pump. Replaced circulation pump assembly (sn #(B)(6)), with new circulation pump assembly (sn #(B)(6)). Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.